Event description:
During surgery, one side of the end cap disassembled while the surgeon is placing it into the pt. The another one was tried but it was the same result. There was another 10mm end cap available but the surgeon decided to use 12mm because he had experienced the same event in the past with a 10mm end cap and he was concerned in case the 10mm end cap will be disassembled after the surgery. The 12mm end cap was placed without no problem. The surgeon is experienced with (B)(6) (about 10 cases per year for 3 years of experiences). And, the sales rep lectured the surgeon and the nurses the correct way of placing the end cap after the first event in the past.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.